Manufacturer narrative:
Prior to the repair a visual and functional check have been made. The visual check did not show any deviations. But the following test run showed that the running characteristics of the handpiece have been out of specification. The bearings have been running gritty and the power consumption was out of tolerance. This is a sign that the inner friction was higher due to worn out ball bearings. The heat up was reproducible. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
The handpiece was sent in for repair with the comment that it was getting hot. Some days later a sales representative called to inform that per dental office a patient burn occurred with this handpiece. During the call with the office to gather further information it was stated that the patient complained about heat but was not burned. Treatment was continued with a different handpiece. There was no medical care necessary. There are no further details supplied, hence 'date of event' is best estimate.